Event description:
A distributor reported that a customer's pump was not charging. There was no information provided on the impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.